Event description:
Customer reports the panorama central station displayed signal lost and communication lost messages, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep determined that use of non validated adaptors caused the issue. Company rep advised clinical staff to continue use of validated adaptors.